Event description:
It was reported that one of the patient's leads had migrated. As a result, the patient attempted to undergo surgical intervention on (B)(6) 2022, but the procedure was abandoned since the physician being unable to replace the lead due to patient anatomy.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186ans, serial: (B)(4), UDI: (B)(4),batch: a000119448.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.